Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an unresponsive buttons due to corroded keypad traces. No button error alarm during testing. The insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.